Event description:
Adverse event(s): "no patient harm/injury." (No consequences or impact to patient). Product problem(s): "system message displayed." (Device displays error message). A nurse reported receiving a system message during a case. The case was completed with the help of a company technical support specialist, but the subsequent case was canceled. The patient had not been prepped as the patient was having issues with high blood sugar at the time. There was no patient injury reported.

Manufacturer narrative:
The facility reported to technical services receiving a system message. The facility also reported fluid in the cassette housing. The customer used the pressure source to blow the cassette ID area dry, but this did not resolve the event. A company service representative examined the system and was unable to duplicate the reported problem. The cpc connectors were replaced as a precautionary measure. The next day, a company service representative watched on surgery standby and the equipment performed normally for three cases. The system was then tested and met all product specifications. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. (B)(4).